Event description:
An (B)(6) male pt's spouse contacted zoll customer support to report the pt's electrode belt was pulled and wires are now exposed on the belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (electrode belt was pulled and wires are exposed) has been confirmed. As received, the trunk cable connector was damaged and the cable running from the distribution node to ECG c and ECG d was pulled from the strain relief. The root cause of the damaged belt cannot be positively identified but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.